Event description:
It was reported that, a purchase of opsite post op packages, was immediately return, because there was no adhesive to the dressings, therefore, the dressings would not stay on. No case involved.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential factors that can contribute to the reported event include raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.